Event description:
Customer reports the compact plus meter produced a result of 8 mg/dl. Device numeric reading range is 10-600 mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement sent.